Event description:
Revision surgery: the pt's shoulder was dislocating. The surgeon felt it needed to be lengthened. The stem, cup, and head were removed. The surgeon used two different product lines, and the head was the only product from djo that he used.